Manufacturer narrative:
Batch review performed on 14-feb-2023:lot 2114689: 30 items manufactured and released on 22-dec-2021. Expiration date: 2026-12-05. No anomalies found related to the problem. To date, 3 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient had a competitor knee primary surgery and was revised to a medacta knee system on (B)(6) 2022. On (B)(6) 2022, the patient came in due to signs of infection and the pathogen was unknown. The surgeon successfully performed a washout and revised the insert. Presently, on (B)(6) 2023, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the insert.